Event description:
It was reported that the device was used during a laparoscopic supracervical hysterectomy. The white tissue pad fell off into the patient. The tissue pad was retrieved. Another device was used to complete the case.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.